Event description:
An infection occurred near the site where the implant was placed.

Manufacturer narrative:
We have requested more information from the hospital but haven't received it yet. We will follow up this report when we have received additional information.